Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, reporter contacted animas alleging a blood glucose of 15.8 mmol/l with lethargy, abdominal discomfort, and increase thirst associated multiple loss of prime warnings on the pump. Troubleshooting of the loss of prime issue indicated that the pump was exposed to environmental conditions such as sudden changes in temperature or force which resulted in the loss of prime warnings. This report is made based on the allegation that the patient experienced hyperglycemia.